Event description:
The healthcare professional reported during injection of 1cc of form into the patient's lip, the patient felt light headed. Following five (5) minutes of laying down, the patient's aforementioned symptom resolved. For three (3) days following the injection, the patient experienced swelling, pain, and bumps in her lips. The bumps seemed to become more visible under the skin. The hcp plans to dissolve the filler with hyaluronidase. Safety database reference number: (B)(4).